Event description:
End user's daughter reported a blistered area to the peristomal skin. The blisters are located at the sites where there was stool leakage on the lower left quadrant of the abdomen. The end user has only been able to wear the wafer for 1 day.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The daughter of the end user was unable to provide the product(s) the end user is using to clean her skin. The daughter of the end user was educated on crusting, the usage of stomahesive powder and allkare protective barrier wipes. The end user is using a flat wafer and is in need of convexity, the end users daughter was unable to provide the actual size. The end user will be sent moldable convex wafers. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc stomahesive wafer and this event is deemed possible because product use is temporarily associated with the skin where the problem occurred. No add'l patient/event details have been provided to date. Should add'l info become available a follow up report will be submitted. A return sample for eval is not expected. Reported to FDA on: (B)(4) 2013. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.